Manufacturer narrative:
It is unknown if the devices became stuck together on (B)(6) 2017 or (B)(6) 2017. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: february 22, 2017. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that following an initial trochanteric fixation nail- advanced (tfna) procedure on (B)(6) 2017, the aiming arm, buttress nut, and blade sleeve were noted as unable to be disassembled. It is unknown if the malfunction occurred intra-operatively or post-operatively. It was confirmed no devices broke. It was noted this procedure was for a cancer patient, no fracture involvement. No surgical delay reported. No additional medical intervention required. Procedure completed successfully. Patient status is unknown. Concomitant devices: nail (part/lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product development was completed: three complaint devices and one concomitant part were returned without an allegation against them: the returned devices are part of the trochanteric fixation nail advanced (tfna) system. The blade/screw guide sleeve (03.037.017) is connected to an aiming arm (03.037.013) via a locking clip (03.037.015) and the buttress compression nut (03.037.016). This information was provided per the tfna technique guide. A visual inspection at customer quality (cq) part 03.037.016, no damage or wear was observed when viewed under 5x magnification. Functional test, device history record (DHR) review and drawing review were performed at cq. As this complaint is confirmed but not valid, therefore the review of the specific prm and prm line is not applicable - no product design issues or discrepancies were observed. Manufacturing investigation (mia) was completed: the product was not received in the original packaging. The laser marking was readable. The surface area shows traces of use as well as the flat surface area shows damage; two swellings are visible. As relevant for the complaint condition the widths, thread and the outer diameter were identified and measured. The instrument was checked with the jaw type gage in the area on the swellings and has failed the specification; as described in the table above. This test was also performed on the area without swellings (normal surface) and has passed its specifications. It is important to mention that the instrument has higher width on the swelling surface where has failed the gage test. The ring gage has not passed through the guide sleeve due to the instrument has the two swellings. During manufacturing process the instrument was 100% inspected (visual inspection) through the inspection sheet. As well as, the instrument was tested with the thread gage and has passed its specifications. There is no functional test available for the failure reported in the complaint condition; however, this is covered by test with ring gage as well as the test of the outer diameter with a jaw type. Therefore, no further functional tests are possible. The lots of the raw material of the component are not tracked by number. Therefore, the check was performed based on fifo (first in/first out) by investigation of the raw material orders, which was closest to the start of the manufacturing order of the component. Thus, it was found that the used raw material fulfilled the specifications. Based on the investigation results, this complaint is confirmed as claimed by the customer due to the gage test performed on the swellings surface has failed. However, this complaint is rated as not valid because of the following facts: the instrument was received with swellings on the flat surface and has failed the test with two gages on this damaged surface. When the instrument was tested in the normal surface (without swellings) has passed the specifications. During manufacturing the lot was visually inspected 100% and the whole lot was visually accepted. Therefore, any manufacturing issue can be excluded during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.